Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc charts, all four assay's qc was failing erratically on the day of the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which failed. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the aspirate probe was not aspirating. The fse replaced the peri-pump tubing and primed the system. The fse indicated that the aspirate probe was operating properly. The fse performed a routine system check and a high sensitivity system check; both passed within instrument specifications. The fse also performed assay qc; no issues were noted. In an email from the fse, dated on (B)(4)2011, the peri-pump tubing had been replaced two weeks prior during a preventive maintenance (pm) performed on the instrument. Inspection of the peri-pump itself did not indicate any hardware issues directly related to the pump. The tubing change resolved the customer's issue. Thus, hardware is the root cause of this event.

Event description:
The customer contacted beckman coulter inc. (Bci) in regards to obtaining several erroneously elevated results for thyroid-stimulating hormone (tsh), creatinine kinase - mb (ckmb), brain natriuretic peptide (bnp) for multiple patients and erroneously low total thyroxine (tt4) results for one patient, generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate instrument produced results in a different clinical category for all patients involved. The erroneous results were reported outside the laboratory, but were amended by the subsequent results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.